Event description:
It was reported that post implant, the patient developed leukocytosis and a mild pericardial effusion was noted on an echocardiogram. The patient received intravenous (IV) medication with prolongation of existing hospitalization. The device and leads remain in use. The patient is enrolled in the attain (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: a 4968-35 lead: (B)(6) 2013. A dtbc2d4 ICD: (B)(6) 2013. (B)(4).